Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not receive an alarm pop-up on (B)(6) 2020 at 9:30 a.m. The device was in use on a patient. There was no report of patient or user harm.